Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) implant procedure, the lead was difficult to place in the right atrium. After a few placements the impedance measurement were high. The physician attempted several positions, but ra lead impedance remained high with sensing and threshold measurements acceptable. The ra lead was removed and replaced and the new lead exhibited good measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.